Event description:
This pt experienced deteriorating performance since 2003. Explantation/reimplantable surgery occured in 2004.

Manufacturer narrative:
This type of event is addressed in the device labeling.